Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the compact plus system and a professional meter respectively within 10 minutes: 215 mg/dl and 115 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, test strips have been discarded and will not be returned. Replacement was sent.